Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and therefore the power supply was replaced. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was turned on, it made a "pop" sound, and there was no power after. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that when the programmer was turned on, it made a "pop" sound, and there was no power after. The programmer was returned for repair. There was no patient involvement.